Manufacturer narrative:
Pump received with blank display due to misaligned battery tube. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.